Manufacturer narrative:
This report is submitted on 24 february 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 23, 2020.